Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device kept firing clips that would not tighten down; the clips did not stay clipped and the device spit out loose clips. The loose and the clips that did not stay clipped were removed from the patient. The case was completed with another device of the same product code. No patient consequences were reported. It was not known if a cholangiogram was done with this procedure.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.